Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging inaccurate high readings on the pt's one touch ultra2 meter. The pt mentioned they noticed the alleged high readings for the past 3-4 months. On an unspecified date and time the pt obtained a 379 mg/dl-400 mg/dl. The pt took her usual dosage of insulin (18 units of humalog 3x a day and 45 units at night). At an unspecified time and date, the pt exhibited symptoms of feeling flushed and sweaty. The pt did not seek any medical attention or contact their physician for assistance. A quality control test was not done since the pt did not have any control solution. The product was replaced. The complaint is being reported since the pt alleged that due to the elevated readings she took insulin and an unspecified time later developed symptoms suggestive of a serious injury.